Event description:
It was reported that the customer was unable to exit the rewind mode after priming the tubing. The customer's blood glucose was unknown. The customer also received a compromised force sensor system alarm. Troubleshooting was done. The customer stated that the drive support cap was sticking out. Advised customer that the alarm may have occurred when, during seating, the force sensor did not detect the reservoir. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.